Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: sigmoid colectomy. According to the reporter: the surgeon applied the device to the proximal transaction of colon. As he was placing the anvil, the clips holding the suture came off on one side of the colon. He trimmed the remaining tissue with the device and applied another of the same device which then worked appropriately. There was no report of pt injury, unanticipated blood/tissue loss, or extended operating room time.